Event description:
It was reported that at the user facility, a sponge came unwound while wound packed and there were loose threads. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Not returned.

Event description:
It was reported that at the user facility, a sponge came unwound while wound packed and there were loose threads. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.